Event description:
User reported 7 false positive results. No information regarding follow-up tests. This is report 7 of 7.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00209,210,211,212,213,214: test (B)(6)).

Event description:
User reported 7 false positive results. No information regarding follow-up tests. This is report 7 of 7.